Manufacturer narrative:
The bottom housing were inspected under magnification for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the reported skin condition could not be conclusively determined. The pod was received with the cannula deployed and needle retracted. Inspection of the device found the exposed and unexposed portion of the soft cannula to be torn off and shortened. The download data from the pod contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. The exact cause and timing of this damaged could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 37 and 48 hours. Investigation of the pod (completed on (B)(6) 2026) found that the cannula to be damaged. The device was originally reported on (B)(6) 2026 as the patient had experienced soreness at the infusion site (leg). As treatment, a new pod was applied.